Manufacturer narrative:
The service was cancelled by the user facility who performed service themselves. The ventilator is reportedly working according to specification and no parts were replaced. H3 other text: 4117.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).